Event description:
Information was by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml at 6 mg/day) from an implanted pump. The indication for use was non-malignant pain and peripheral neuropathy. At a pump refill on (B)(6) 2016 the pump was interrogated and it was seen that the motor had stalled at 8:43 with no stall recovery. The logs had also showed multiple stalls and recoveries since (B)(6) 2016. The patient was not experiencing any signs or symptoms of withdrawals. The patient had denied exposure to sources of electromagnetic interference. The pump alarm was silenced and put into stopped pump mode. The patient was to monitor for withdrawal and notify the clinic if they would like to replace the pump. The catheter was aspirated for patency to explain the patient's lack of withdrawal but the catheter was found to be patent. The patient was alive with no injury at the time of the report. It was noted that the patient would likely decide to replace the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. They were not aware of any actions that could resolve the motor stall. They had recovered spontaneously until the last one, which was unrecovered, but no source of emi or cause was identified. The patient was awaiting insurance authorization for a pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.